Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit failing drive manifold leak test. There was no patient involvement.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a failing drive manifold leak test. There was no patient involvement. A getinge field service engineer evaluated the unit and in order to fix the issue fse replaced drive manifold (d104-00-0031). Please refer to service order# (B)(4) for performance and safety measurements. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. The defective components were received for further investigation. The failure analysis and testing department received thedrive manifold for evaluation.this part was received with a reported unit failure message of failed the drive manifold leak test.performed visual inspection of this part received and part looks to be in condition. The failure analysis and testing department could not verify the failure of drive manifold leak test. Drive manifold passed testing. Retaining drive manifold in the fat dept. As per procedure (B)(4) rev an.the non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.